Event description:
It was reported that, during ureteroscopy with laser lithotripsy procedure, the laser fiber broke outside of the cystoscope. The procedure was able to be completed using a second laser fiber with no patient complications.

Event description:
It was reported that, during ureteroscopy with laser lithotripsy for stone treatment procedure, the laser fiber broke outside of the cystoscope. The fiber break occurred at the body, and there was no damage noted to the fiber during removal from the packaging and setting the fiber up for procedure. The console used was a 30w moses, with hertz/joules settings of .8/8 and a lithovue scope. The procedure was able to be completed using a second laser fiber with no patient complications.